Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 3/28/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported elevated metal ions, fluid collection at the right hip, right hip with pain, difficulty sleeping, MRI with inflammation, limited mobility, unable to ride horses, unable to take care of ranch and animals, and chromium and cobalt less than 7 parts per billion. There were no reports of revision surgery being completed. Part/lot updated for unknown stem. The complaint was updated on: apr 19, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient began to experience adverse symptoms related to her hip implants including, but not limited to, pain and instability in her right and left joints, and elevated metal ion levels.

Manufacturer narrative:
(B)(4).

Event description:
Update aug 23, 2017: legal medical records received. There is no new allegation. After review of the medical records for the MDR reportability, there is no revision reported. This complaint was updated on aug 29, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.